Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient had a liver transplant and cholecystectomy on (B)(6), 2010. On (B)(6), 2010 liver function tests were performed and recorded. Baseline biliary symptoms were assessed and included; jaundice, itching, dark urine and pale stools. The patient underwent a pre-study stent placement cholangiogram which revealed a mid biliary stricture. A sphincterotomy was performed during the procedure. The stricture had previously been dilated using a balloon. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture. The patient was discharged on (B)(6), 2010. On (B)(6), 2010 the patient underwent the per protocol stent removal procedure; where it was discovered that the stent migrated. The stent was removed using forceps to grasp the distal end of the study stent. The stent was removed from the body using the scope. There were no clinically significant or technical complications during the study stent removal. There was no evidence of a recurrent stricture; therefore no further intervention was required. The patient was treated as an outpatient.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.